Manufacturer narrative:
The device has been evaluated and the guidewire was not found broken as reported. (B)(4).

Manufacturer narrative:
The guidewire was returned with approximately 14.8 cm of the distal tip missing. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. (B)(4).

Event description:
Treatment of an avm. It was reported that the guidewire separated upon removal for angiographic injection. The broken segment was reported remaining in the patient. Another guidewire was used and the same issue occurred. No patient injury reported. Same event as MDR# 2029214-2011-00037.